Manufacturer narrative:
The customer collects ferritin samples in bd serum tubes. The specimens are centrifuged at 3,000g for 10 minutes. Ferritin qc has been within the customer's established ranges. There is no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer contacted beckman coulter inc., (bci), regarding lower than expected ferritin results generated by the unicel dxi 800 access immunoassay system for multiple patients. The results were reported out of the lab. Subsequent testing on two different methodologies produced higher, discordant results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.